Event description:
It was reported that the external pulse generator had a broken connector. The generator was returned for service. No patient involvement was indicated for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the encoder flex was damaged, there was no room temperature vulcanizing (rtv) on connections for display board or back light light-emitting diodes (led). The printed circuit board (pcb) flex connectors and encoder flex were not fully inserted into the main pcb, the upper case was broken inside on top of the display, the heart block screws were missing, and the atrial output connector screw was not on the connector. Analysis could not confirm the reported event of broken connector, however the atrial connector was loose and did not have a nut on it and the case was broken around both output connectors. It was also noted that the upper and lower case halves were broken and contaminated, both bail covers and battery drawer were broken, the ring cover was contaminated, the atrial output connector nut was not on connector, one bail and ring were bent, the keyboard window was scratched, both heart block screws were missing, the battery contacts were compressed, the encoder flex and both pcb flexes were not fully inserted into connectors.